Event description:
It was reported that during the implant procedure of this pacemaker, it was noted that there was non-sustained ventricular tachycardia (nsvt) episodes stored due to noise on the previous pacemaker, the physician decided to keep this right ventricular (rv) lead as testing with pacing system analyzer (psa) was appropriate. After the procedure, this rv lead exhibited intermittent capture and high threshold with this new pacemaker. The decision was to leave rhythm iq on with the new device since patient does not pace the rv. Technical services (ts) was consulted, discussed that device will not be functioning optimally and discussed possible reprogramming options. This pacemaker was successfully implanted and remains in service. No adverse patient effects were reported.